Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's mother reported that her son experienced high blood glucose level over 700 mg/dl which was due to a bent cannula and it was noticed when they removed it from the site. Reportedly, the site location was at the abdomen (on the front stomach) and buttock. Therefore, they tried to treat it with manual injections. The mother stated that they changed the infusion set yesterday(B)(6) 2021 and he started throwing up around 10:00 am. Subsequently, on the same day, at 12:00 pm, they took him to the emergency room, and he was admitted in the hospital around 01:00 pm due to high blood glucose level (over 700 mg/dl). During hospitalization, the patient received insulin drip via intravenous route. Moreover, they had changed seven sets in the past four days. Currently, the patient was in the hospital and his blood glucose level was 247 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.